Event description:
A percival pvs25 was collapsed without issue, and implanted in a patient with a fused bicuspid valve. Intraoperative tee showed moderate eccentric central leak. The surgeon suspected that valve might be too small, so the valve was removed. A percival pvs27 was then implanted, but was clearly too large. Another attempt was made to implant the original percival valve. However, the valve could not be collapsed again. Ultimately, a stented valve (model and size unknown) was implanted and the patient did well. It was reported that the patient's fused bicuspid valve may have interfered with the seating of the pvs25, and that the valve may have been implanted slightly tilted due to the patient's anatomy. The procedure was delayed, however it was not reported by how much.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), and nitinol stent component, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The returned prosthesis valve was received in generally good condition with the third leaflet slightly bent. Visual inspection confirmed the slight folding of the leaflets, which could reasonably be attributed to intra-operative manipulation of the device, and was not attributable to a pre-existing defect. Dimensional analysis was performed using a "go-no go" gauge and did not reveal any dimensional irregularities. Hydrodynamic testing of the returned device confirmed that the regurgitant fraction was below the requirement of iso 5840 (rf % less than 15 %) for a prosthesis of equivalent tissue annulus diameter. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device since complete leaflet coaptation was confirmed. The reported central leak could not be reproduced. Based on the information provided in the event description, the patient's fused bicuspid valve may have interfered with the seating of the pvs 25/l, and that the valve may have been implanted slightly tilted due to the patient's anatomy. Based on this information and the investigation findings, the event can reasonably be attributed to the patient's specific anatomy and is not attributable to the device.